Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the nurse opened the package and flushed the system with sterile water, the zilbs-635-8-6 stent delivery system was advanced over the guidewire through the duodenoscope and positioned in the common bile duct. When the operator attempted to deploy the stent, the pusher could not be advanced and the stent would not release. The assembly was withdrawn from the scope, and a kink was observed at the distal (leading) tip. A new device of the same rpn was introduced, and the procedure was completed without further issues. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What endoscope channel size was used? 3.7. Details of the wire guide used (name, diameter)? Metii-35-480. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? (If altered please indicate the procedure type (e.g., cholodochojejunostomy). No. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered?) Yes, balloon dilation. Was a stent previously placed at the same or adjacent location? No. Was the stent being placed through the side wall of a previously placed stent? No. What was the position of the elevator during advancement/deployment/removal? Down.